Event description:
The customer reported the system displayed a high ma error code message. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The filament driver was calibrated and the generator settings were adjusted. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.